Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, when folding the lens, the front haptic did not fold into the lens. The lens was removed from the injector and would not open to attempt to refold, so a new lens was acquired. There was no patient harm. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).